Event description:
It was found that the patient right load wheel caster horn on the head section swivels due to a broken bolt. This caused the cot to become misaligned with the powerload and prevented the cot from loading into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.